Event description:
It was reported that (1) lcsc5 was used during a laparoscopic nissen fundoplication procedure. It was reported by the rep that the device had a solid tone. ( no other info known). Opened another device to complete the case. There was no consequence to pt.